Event description:
It was reported by the rep that the (1) lf001 was used during an "ilc" procedure. It was reported that the tissue "adaptove" fibers were being used and the laser read "diffuser fault" after the first five seconds. The pt was unaffected. The case was completed with another fiber.